Event description:
It was reported to philips unit powered off while on patient. The device did have patient involvement at the time the issue was discovered, unit removed from patient without further incident. There was no patient or user harm reported. It is unknown if the unit alarmed. In biomed shop, unit does not power on when plugged into (ac) power and no light emitting diode (led)s are illuminated on front panel. The power cord is good and seated at the back of the unit. Philips remote service engineer advised the customer to check for 120v ac at ac inlet and if present may be a possible power supply issue. The customer called back to advise that voltage is good coming into power supply but no voltage at output or j1 of power management (pm) printed circuit board assembly (pcba) connector. The customer requested the part number for the power supply. The philips remote service engineer provided part and price for power supply. Customer is taking responsibility to correct/repair device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.